Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The reported failure of the cuff wont inflate was verified in the returned sample. This is a known issue and manufacturing has updated the manufacturing guidelines and controls to prevent recurrence. Complaint trends will continue to be monitored.

Event description:
It was reported that the tracheal tube cuff did not inflate. There is no report of patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).